Event description:
It was reported that the bd intima-ii¿ closed IV catheter system adapter was found damaged after medication leaked out into the patient's bed. The following information was provided by the initial reporter, translated from chinese: "on the afternoon of (B)(6) 2022, the nurse found that the closed vein indwelling needle of the patient in bed 13 had fluid leakage during his rounds of the ward. After careful inspection, it was found that the heparin cap of the closed vein indwelling needle was broken, resulting in leakage of liquid medicine. Stop the use immediately and replace the closed vein indwelling needle with the same model and batch number in the same place of origin. No leakage will occur again. This adverse event resulted in a small leakage of liquid medicine, but no harm was caused to the patient. The closed indwelling needle was placed in the patient's arm on august 29."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. In response to the event reported by your facility a device history review was conducted for lot number 2053259. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.